Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) displayed a tcmid06 (ce post failure) error message. The reporter was unable to specify if the issue occurred during patient use. No known impact or patient consequence was reported.